Event description:
Stryker safe air ulpa filter ref#: 0703-040-000, lot#: 2313881 needed to be replaced in the stryker safe air smoke evacuator system. When rn (registered nurse) opened the new filter, she noticed the filter was not sealed and the top was coming off. Then checked all of the safe air ulpa filters on the shelf and removed the filters that were coming apart.